Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A caller reported receiving a ¿hi¿ (readings greater than 500 mg/dl) message on the sensor when compared to a competitor brand meter. The customer was administered an unspecified dose of insulin, resulting in a significant drop in the customer¿s blood glucose, and experienced unspecified symptoms of hypoglycemia, seizure and fell into a coma. The customer was taken to the hospital where they were hospitalized and treated with glucose injection. No further information was provided. There was no report of death or permanent injury associated with this event.